Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to contamination of the products as a result of erosion at the pocket. Intravenous antibiotics were administered. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigaiton will be updated should further infromation be provided.